Manufacturer narrative:
Image review one photograph was received from the customer. The photo is of the distal housing assembly in vitro with the cutter exited the proximal end of the housing. Biologics are visible on the device. Device evaluation during visual inspection it was noted that the cutter is outside the housing attached to the drive shaft . Under a microscope is clear that the drive shaft and cutter have torn through the metal housing at the proximal end of the tip assembly. No damage is evident to the housing, guidewire lumen or nosecone. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy along with non-medtronic 6fr sheath, spider guidewire and 5mm spider fx embolic protection during procedure to treat a severely calcified lesion in the right mid superficial femoral artery with 75% stenosis. The vessel was little tortuous with 6mm diameter and lesion length of 150mm. The vessel was pre and post dilated. IFU was followed. It was reported that during withdrawal, moderate resistance was encountered and tip damage occurred. The tip did not separate at the hinge pin. The device plunger/cutter broke through the side of the device whilst trying to pack the plaque. The damaged device was safely removed. There was no intervention required for the removal of the device; however, it was noted that there was some resistance during the removal. There was no vessel damage noted. Another was opened and the procedure was completed without any further issues. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.